Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, the patient underwent laparoscopic unilateral nephroureterectomy left side and transurethral resection of bladder lesions under general anesthesia. After the surgery, the patient returned to the ward with an indwelling catheter. At 21:25 on (B)(6) 2026, the call bell rang, and the doctor went to the bedside to check. The patient reported urine leakage from the urethra, and examination revealed partial dislodgement of the catheter. The doctor immediately reported this to the attending physician. After examining the patient at the bedside, the attending physician, removed the indwelling catheter, revealing that the balloon at the tip was ruptured, while the rest remained intact. At 21:30, the attending physician reinserted the catheter smoothly, and pale-yellow urine drained.